Manufacturer narrative:
Additional device product codes: kwp and kwq. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for primary transforaminal interbody fusion l5/s1 surgery. During the surgery, when attempting to lock off set screws, the rod slipped out of the tulip and set screw was spinning in head of screw due to cross-threading. After several attempts, the surgeon was able to loosen the set screw, remove it and re-introduce x2 new set screws. The procedure was then safely completed. The surgery was completed with twenty-five (25) minutes surgical delay. There were no patient consequences reported. This report is for (1) viper prime cfx fen x-tab polyaxial screw 5.5 7 x 40mm. This report is 3 of 3 (B)(4).